Manufacturer narrative:
This report is submitted on october 20, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and was treated with a topical antibiotic ointment.